Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents reported for single leaflet device attachment (slda) from this lot. It should be noted that the reported adverse event of mitral regurgitation, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedure. All available information was investigated and the cause for the reported slda resulting in worsening mitral regurgitation could not be determined. The reported poor image resolution was due to user technique/procedural circumstances. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This report is filed as the clip detached from one leaflet, while remaining attached to the other leaflet. It was reported that the patient presented with functional mitral regurgitation grade 4 and a small left atrium. A mitraclip was successfully implanted. Post implantation, the clip detached from the anterior leaflet and remained attached to the posterior leaflet, a single leaflet device attachment (slda). Reportedly, there was difficulty visualizing the clip as the echocardiographer and the physician, although trained, were both relatively new users to the mitraclip system. The slda clip remained stable at that site and no further treatment was provided. The mr remained grade 4. Another mitraclip procedure is possible in the future, with a more experienced operator. There was no adverse patient sequela. No additional information was provided regarding this issue.